Event description:
Patient with right mca stenosis refractory to anticoagulants underwent angiogram and wing- span stent placement in 2008. Found to have subarachnoid hemorrhage after procedure. Patient was removed from life support 2 weeks later, and expired. The radiologist's procedural dictation indicates difficulty in getting the proximal stent tines open. The tines reportedly opened after manipulation and balloon angioplasty of the stent.